Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump would not power on and there was moisture behind the display lens after the pump was exposed to water in a swimming pool. There was no damage to the pump casing or battery compartment or cap. The issue was not resolved with troubleshooting. There was no patient injury associated with this issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/31/2013 with the following findings:there was visible moisture observed through the display lens. There was no moisture corrosion visible in the battery compartment. A leak test revealed a display lens leak. The pump cover was removed and moisture corrosion was visible on the pump¿s internal components. The pump was unresponsive due to the moisture ingress and testing was not able to be completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.